Event description:
It was reported that a user of an ilet paired with a dexcom g6 experienced a failure to pair after installing a new transmitter and two sensors, despite updating the transmitter serial number and initiating pairing through the ilet. Symptoms included a temporary cgm offline status while the sensor entered warmup. Outcomes included uninterrupted automated insulin dosing after the user entered a blood glucose value of 117 mg/dl to maintain therapy until pairing completed. Investigation included guided troubleshooting and education, verification of transmitter serial number entry in the ilet, re-entry of pairing information, and communication of expected warmup and pairing timelines. Investigation of this case revealed that the cgm connectivity issue resolved with proper transmitter entry and standard warmup, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-interface related pairing workflow and expected cgm warmup behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.